Event description:
Bridge test failed upon incoming test.

Event description:
Complainant alleged that during the incoming inspection of the device, the screen displayed a "bridge test fail" message. The complainant indicated that there was no pt involvement in the reported malfunction.